Event description:
The customer reported getting service password entry required for pacing. There was no report of patient involvement.

Manufacturer narrative:
This is a duplicate of emdr #1218950-2016-08135 .